Event description:
Customer reported having a "diabetic seizure" and blood glucose measured 94 mg/dl on the advantage system. Customer stated her husband had to treat her with a "glucose drink" by pouring it down her mouth because she was unable to self treat; symptoms improved. Requested return of suspect device and replacement was sent.